Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported "cassette not attached properly" alarm. The pump was received with no physical damage. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed a high alarm displaying "cassette not attached properly." To further investigate the reported issue, a disposable cassette was attached for testing and it passed. The customer complaint was not confirmed and the root cause could not be determined. Multiple entries were found in the event log along with downstream occlusion alarms which are usually possible causes leading to reported problem. The dso sensor was replaced as a preventative measure. No further actions taken. H6) additional information was received noting that there was no patient involved with the reported event. The error was identified during a testing in biomed lab.

Event description:
It was reported the device gave a "cassette not attached alarm".